Event description:
On (B)(6) 2012, animas received a message from the patient's doctor stating that the patient is "frustrated with issues he's had with the pump", and that the patient was in the hospital for diabetic ketoacidosis (dka). The date of hospitalization and cause of the dka are unknown. There were no details regarding the reported hospitalization given. The doctor noted that the patient is currently off the pump. There were no details given in regards to the "issues" the patient was having with the pump. Customer support has attempted to contact the patient for additional information and troubleshooting, but has been unable to reach the patient. This complaint is being reported due to the allegation that the patient was hospitalized for dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.